Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit after receiving merlin.net transmissions, post-paced t-wave oversensing on the ventricular channel was observed. The patient did not receive therapy during the oversensing. Programming changes were recommended however no intervention has been performed. Patient was stable.